Event description:
It was reported that on (B)(6) 2025 an 8-6mm amplatzer patent ductus arteriosus (pda) occluder was chosen for implantation utilizing a 6f amplatzer torqvue 180/80 delivery system. During procedure, the occluder developed a cobra deformation. Multiple deployments were attempted in an effort to resolve without success. A replacement device was used to complete the procedure. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025 a 8-6mm amplatzer patent ductus arteriosus (pda) occluder was chosen for implantation utilizing a 6f amplatzer torqvue 180/80 delivery system. During procedure, the occluder developed a cobra deformation. Multiple deployments were attempted in an effort to resolve without success. A replacement device was used to complete the procedure. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.